Manufacturer narrative:
The device was manufactured february 27, 2017 ¿ march 1, 2017. The device was returned containing approximately 77ml of fluid in its bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed, and continuous flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue. The reporter stated that fluid delivery stopped due to an air lock during patient infusion. The device had been successfully primed and all air removed from the tubing prior to patient connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.